Event description:
It was reported that the camera head displayed stripes on the screen depending on the cable position. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit and noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, there is noise in the image. The noise is leading to a no image problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.